Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving an inappropriate shock due to atrial fibrillation with rapid ventricular response. The physician elected to schedule for a device explant procedure due to the device nearing elective replacement indicator and an advisory warning. No further information is available at this time.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
Interrogation of the device revealed the device was within expected longevity performance. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.